Manufacturer narrative:
The us IFU lists possible adverse events such as vessel occlusion as possible related to the deployment of vascular closure devices. The IFU also states that such events may require percutaneous interventions such as balloon inflation. An investigation has been opened to review the risk documentation for this incident. The device from the incident is not available for inspection due to the delivery system being discarded by the user and the implant remaining in the patient.

Event description:
A trans aortic valve replacement (tavr) was performed on (B)(6) 2019. The doctor deployed a manta 18f vascular closure device and saw an occlusion in the artery via a post closure angiogram. A balloon was advanced from the contralateral side and inflated across the access site. This remedial action resulted in restored flow. In discussion after the case the physician stated that he felt the dissection may have been caused by the toggle catching on a vessel plaque.

Manufacturer narrative:
Due to the lack of information the root cause of the occlusion cannot be determined. It is suspected that the manta implant either deployed partially in the vessel or there was a formation of an occlusive dissection. Dissections are a common large bore procedural complication. The following adverse events related to the deployment of vascular closure devices have been identified in the IFU: ischemia of the leg or stenosis of the femoral artery and/or local trauma to the femoral or iliac artery wall, such as dissection. The risk documentation was reviewed, and this type of incident is a known risk. The occurrence rate for this type of incident remains below risk documentation acceptable limits. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design or labeling.